Event description:
It was reported by the clinician engineer that the epg (external pulse generator) was received with note on it that said "not working." The clinician engineer's test said it is not picking up any signals. The epg is being returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported by the clinical engineer that the epg (external pulse generator) was received with a note on it that said "not working". The clinical engineer's test said it was not picking up any signals. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported by the clinician engineer that the epg (external pulse generator) was received with note on it that said "not working". The clinician engineer's test said it is not picking up any signals. The epg is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed, and the customer comment that it "was not working" could not be confirmed . Analysis did confirm that the lower case, battery release and ring cover were contaminated, that the two side bail covers were contaminated and broken, that the ring was bent, the two side bails were missing, the battery drawer was broken, the keyboard pad had cosmetic damage, the liquid crystal display (lcd) was out of specification (gasket was seeping out) and the heart flex lead was out of specification. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.